Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594-595 mg/dl, vomiting, and 3.3 mmol/l ketone level resulting in a hospitalization. At the time of the event, the customer had experienced occlusions resulting in insulin deliveries being terminated. The customer was treated with food and insulin while hospitalized. The customer was released a few hours later with no permanent damage sustained.